Manufacturer narrative:
The agent reported, the patient is two year post op and presenting with laxity in both flexion and extension. Doctor decided to swap out the insert to a thicker one. Female unknown. Complaint has been evaluated and is similar to report number: 1644408-2020-00552; 341-12-707, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loosening.